Event description:
It was reported that during an in-clinic follow-up, the right ventricular (rv) lead exhibited high defibrillation impedance and high capture thresholds. The lead was capped and replaced on (B)(6) 2024. There were no patient consequences.

Manufacturer narrative:
B1 should only have "product problem" selected, b2 should not have "required intervention to prevent permanent impairment/damage" selected, b5 should indicate that no intervention was performed and the patient was in stable condition and will be further monitored, h1 should have "malfunction" selected, and h6 should have "no health consequences or impact" for the impact code. B5 should not indicate that the lead exhibited high capture thresholds and h6 should not include "capturing problem".

Event description:
It was reported that during an in-clinic follow-up, the right ventricular (rv) lead exhibited high defibrillation impedance. No intervention was performed. The patient was in stable condition and will be further monitored.